Manufacturer narrative:
Submit date: 12-5-16. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the pump is over dispensing feed. No patient harm or medical intervention was required.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of under / over deliver-outside accurate limit. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.